Event description:
After 9 years of cochlear implant use, this pt reportedly experienced increased psychophysical levels. She reportedly was unable to reach most comfortable loudness levels before perceiving pain. Diagnostic testing did not reveal any faults with the device. Explantation/reimplantation surgery occurred in 2005. The device was analyzed and the results revealed a product problem.